Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and lead was dislodged. Additional information received indicates that the dislodgement was confirmed through fluoroscopy. This lead was surgically abandoned. No additional adverse patient effects were reported.